Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device disposition was unknown by the reporter. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
During social safeguard cyber review (arthrex chatter community) a potential device issue was discovered. Upon further investigation it was confirmed on (B)(6) 2018 that a revision procedure had taken place. Additional information was requested.additional information obtained 9/5/18:a patient had a distal radius fracture procedure on (B)(6) 2018. During the procedure the following devices were implanted: ar-8916vnl-03, lot 10183688 (qty 1), ar-8724v-20 (qty 4 lot unknown), ar-8935l12 (qty 1 lot unknown), ar-8935l-14 (qty 1 lot unknown), and ar-8935-12 (qty1 lot unknown). The patient suffered a fall and had a revision procedure on (B)(6) 2018. During the revision procedure all of the original implants were removed and replaced. The following devices were implanted to complete the procedure: ar-8916vnl-03 lot 10189728 (qty1), ar-8724v-18 (qty1 lot unknown), ar-8724v-22 (qty 3 lot unknown), ar-8935l-12 (qty1 lot unknown), ar-8935l-14 (qty 1 lot unknown), and ar-8935-12 (qty1 lot unknown). Per reporter it is unknown when the patients pain began or if patient had any other symptoms prior to the patient's fall. No cultures were taken or any other problems found during revision surgery. The explanted devices are not available to return as the device disposition is unknown by the reporter.